Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting noise due to external magnetic interference (emi). No changes or intervention was performed. There were no patient consequences.